Event description:
It was noted that the struts, on a 2.5 x 28mm cypher stent, were sticking up. The physician noticed the malfunction prior to inserting the product into the pt. No additional info was provided.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.